Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 20 seconds, the central part of the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.